Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that the patient died. The moderately tortuous lesion was located in the left main trunk to mid left anterior descending(lad) artery. After placing a non-bsc stent in the lad, an opticross¿ imaging catheter was selected for use upon post, but the image was not good midway. The physician performed flushing several times while performing pullback in the body, subsequently, st increased and ivus catheter was immediately removed. However, when angiography was performed, there was no flow from ladjust. The patient's condition quickly worsened, and cardiac arrest temporarily occurred and the patient died afterwards.